Manufacturer narrative:
Insulin pump had no button error alarm during testing. Insulin pump had an unresponsive button due to corroded keypad traces. Insulin pump had a cracked lcd window, cracked case on display window corners, broken belt clip slot and cracked reservoir tube lip.

Event description:
Customer reported that the buttons on the insulin pump were not responding. Customer stated she was working out. Blood glucose value is 154 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.